Event description:
It was reported that a uv flash transfer set would not connect to a titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The sample was returned and evaluated. Visual and microscopic inspection were conducted and there were no issues noted. The device underwent functional testing. The leak testing, clear passage testing and clamp function testing performed with no problems identified. The integrity of the seal surface was tested with no issues noted. The dimensional inspection of the returned transfer set sample found the diameter of the catheter connector/patient connector to be within specifications. The sample evaluation did not verify the reported issue. Should additional relevant information become available, a supplemental report will be submitted.